Manufacturer narrative:
Implant regio 46 fractured. Construction is unknown. Patient suffered from periimplantitis following bone loss and implant instability. Due to the massive damage during explantation further material analysis isn`t possible. However material or structural defects can be ruled out as the cause of breakage.

Event description:
Implant fracture.

Event description:
Implant fracture.